Event description:
A us distributor contacted zoll to report that a pt experienced three inappropriate defibrillation treatments. The pt was conscious at the time of the event. The pt's sister was with the pt at the time of the event. The pt received three inappropriate treatments at 10:56:43, 10:57:15, and 10:57:57. Sinus tachycardia at 115bpm with motion artifact contributed to the first false detection. Motion artifact contributed to the second and third false detections. Overall, motion artifact and multiple counting contributed to the false detections. It was reported that the pt did not press the response buttons during the entire event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hosp. A pt service rep will visit the pt and exchange the equipment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp. A pt service rep will visit the pt and exchange the equipment. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor: (B)(4): 04/01/2013 - reuse; electrode belt (B)(4): 04/01/2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4)(0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.